Event description:
It was reported that during a gastric bypass procedure, the device started shooting out clips before being used on the patient. Another device was used to complete the procedure. There was no patient consequence.